Event description:
This supplemental report is being filled to include additional information. The patient was induced four times, however the patient failed to convert on all four attempts even after repositioning of the system. The physician elected to replace the device with a transvenous system.

Manufacturer narrative:
This product is returned for analysis. This report will be updated upon completion of analysis.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found setscrew marks. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the g1.

Manufacturer narrative:
This product is not available for return at this time.

Event description:
It was reported that this product was attempted due to an unspecified product performance issue. A transvenous device was implanted instead. No additional adverse patient effects were reported.